Event description:
The plaintiff alleges that she has become sensitized to latex and may no longer work as a registered nurse at any medical facility or for any medical health service or in private practice and is not subjected to increased health risks. In addition, as a result of this sensitization to latex, pt is subject in the future to one or more anaphylactic reactions to latex products. As a result of this disease, pt has suffered substantial injury, pain and suffering as well as economic loss. Approximately 9/97, pt was diagnosed by dr being allergic to latex. Additionally, plaintiff's husband alleges the loss of support, services and companionship and loss of consortium of his wife.